Event description:
It was reported that bd intima-ii leaked admitted to hospital for treatment of cerebral infarction. During treatment, medical staff inserted a cannula into a vein in the patient's right upper limb. During use, the patient experienced the following adverse events: cannula leakage: during infusion, the patient noticed leakage at the cannula connection, which caused poor infusion and discomfort.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1.DHR/bhr review (lot#5048526): 1) the products of this batch were assembled at intima ii auto line 2 in mar 2025, and packaged at r240 package line in mar 2025. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photograph have been received, and based on the limited information, it is difficult to determine the leakage site of the indwelling needle. 3. The retained sample of this batch is taken for leakage test, the leakage test is qualified, and the test in accordance with product specifications, no leakage was found. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since no defective sample is received for further examination, and the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of the leakage cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information available.